Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, customer had not input the new transmitter identification number into the pump prior to starting a new session. Customer input new transmitter ID and successfully started a new session. No additional patient or event information was available.